Manufacturer narrative:
Replacement reagent was sent to the customer.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that they received creatinine (cr-s) reagent that leaked into box. The cap was loose on the cr-s cartridge. No injury was reported on this issue.